Event description:
Boston scientific crm received information that this lead exhibited high, out of range shock impedances.

Manufacturer narrative:
The patient will be sent for further evaluation and possible lead revision/extraction. The local area representative was contacted for additional information however no further information was available. As of today, all available information indicates that this lead remains in service. No adverse patient effects were reported.